Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2014 with the following findings: during investigation, the black box was reviewed and showed no error, alarms or warnings related to complaint. The pump powered on normally with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not duplicated during testing. The battery compartment was found to be intact. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms. The battery icon functionality was tested and was found to perform normally. The pump¿s current draws were within specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. No evidence of intermittent contact was found to the battery terminal contacts. The power issue was not duplicated during investigation. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the battery indicator showed two bars of power when a low battery alarm occurred. After a new battery was inserted, the indicator remained at two bars. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.